Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction occurred with a demo pump after it was dropped. There was no impact to the customer's blood glucose levels. Contact reported that clinic would reset the pump.